Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis as well as low blood glucose and high blood glucose level on (B)(6) 2018 with blood glucose level was unknown. The customer's blood glucose was 103 mg/dl at the time of call. The customer did not provide details regarding symptoms of their low blood glucose episodes. The customer was treated with the insulin drip. Customer complete troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.